Manufacturer narrative:
The report of ¿loss of therapeutic relief¿ was confirmed. Analysis of the returned ipg found it had a por (power on reset) the day of the unrelated surgery the patient reported having. The service application condition caused the inability to communicate between the clinicians programmer and the implantable pulse generator. It was reported that the rep met with the patient and was able to implement some programs and re-connected the controller to the ipg. It was during this meeting (31may2023) the device recovered/repaired itself (ipg repair attempted by cp was successful) and in doing so all previous history was erased from the logs. The ipg communicated with all lab utilities and passed all tests on the ate.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was replaced post-op.